Event description:
It is reported that the unknown number of patients with nexgen lps-flex knee systems have complained of inability to perform and pain during high-flexion activities.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://link.springer.com/article/10.1007% 2fs00167-014-3278-9. This report will be amended when our investigation is complete.